Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer complained of difficulty breathing and was treated in the emergency room for high blood glucose. The customer's spouse declined troubleshooting for high blood glucose, and the insulin pump's battery issues. She noted that the battery cap had been damaged. She advised that she would call back later with further details and to troubleshoot the matter. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.